Event description:
Infant was delivered with assistance of the kiwi vac 6000 vacuum delivery system. Upon delivery there was a round abrasion noted to the scalp 2.5 cm x 2 cm. Additionally, there was 3 cm long laceration, and a 3.5 cm long laceration to the scalp.